Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 172270: 102 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022 no anomalies found related to the issue. To date, 72 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is not available. The surgeon swapped the head. The surgery was completed successfully.

Event description:
The patient came in due to signs of infection. The pathogen is not available. The surgeon swapped the head. The surgery was completed successfully.

Manufacturer narrative:
On 02 february 2018 r&d product manager analyzed the item received and commented: the ceramic ball head was analyzed but did not show any particular sign of failure of the device; some signs due to the revision were noticed on the surface and some yellow areas, probably solidified adipose tissue occurred during revision surgery, was present in some small areas. The root cause of the event cannot be determined.